Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via the radial artery. The 99% stenosed target lesion was located in a moderately calcified and moderately tortuous proximal to mid left anterior descending (lad) artery. The lesion was predilated with a 2.0x12mm emerge balloon catheter and pre intravascular ultrasound (ivus) was performed. A 3.0x24mm promus element drug eluting stent was deployed in the target lesion and post ivus was performed. During post-dilation, a 12mm x 3.25mm nc quantum apex balloon catheter was inflated but ruptured on first inflation at 12 atms-. The procedure was completed with a different device. No complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).